Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bin was failed and unable to recover. A field service engineer was initially unable to recreate the error on bin 3.1 and other bins, but due to intermittent issues with secure bin 3-1, the interface and relay access controller (irac) was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had a failed bin and cannot be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had a failed bin and cannot be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a grid a supplemental MDR was submitted to reflect the correct imdrf annex a grid.